Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a vibratory alert due to premature battery depletion. The device was explanted and replaced. No further information is available.